Manufacturer narrative:
B3: unknown. H3: one device was received. The visual inspection confirmed the customer reported issue. Upon further investigation, it was found that the downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) seal was buckled. The dso and uso seals were replaced to address this issue. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the battery case was broken and missing battery guides. Evaluation of the returned device revealed a delaminated downstream occlusion seal and buckled upstream occlusion seal. There was unknown patient involvement.